Event description:
It was reported that this right ventricular (rv) lead is exhibiting oversensing, likely due to electromagnetic interference (emi). This oversensing has also resulted in pacing inhibition. It is recommended that the patient be evaluated in the clinic and undergo further testing. No additional adverse patient effects were reported, and the device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).